Event description:
Patient's husband feels battery didn't last long as expected, compared to first battery she had implanted. Got settings from dr. (B)(6) - 10 volts, 3 sec on 2 off which was patient's custom settings she came in with. Let patient know this energy setting depletes battery quickly. He said her last setting change in (B)(6) was (B)(6) 2020. First battery lasted about 3 years and second one about 18 months. Will ship battery back to engineering.